Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, post-op, the implanted disc migrated from the place where it was being placed. The patient was feeling like a lump in the patient's throat where the implant was placed.